Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery as well as critical pump error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump had stop working and alarm to change the battery and customer changed it. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to confirm a broken force sensor due to critical pump error (open book image). Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test due to critical pump error (open book image).